Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. The lot number was not provided therefore a lot history review could not be performed. Based on the current limited info rec'd, a definitive root cause could not be determined.

Event description:
It was reported that a patient presented with significant anterior segment non-infectious inflammatory response with fibrin covering the lens 5 days post operation. The patient's visual acuity decreased from 6/12 to 6/36. The doctor used his routine postoperative regimen of steroid until day 5 when fibrous inflammation was noticed and then he increased steroid dose.